Manufacturer narrative:
The MFR did not receive device or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that charges this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that the inner tyvek lid was attached to the outer blister, it was not possible to open this tyvek lid appropriately. The device was not implanted. Therefore no surgical report was available. The manufacture received the device for investigation, the inner tyvek lid edge was sealed to the outer blister. The product could not be opened as intended. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The packaging employee packaged the device into the outer blister, but he did not fold over the edge of the inner tyvek lid. After sealing the outer tyvek lid to the outer blister, the edge of the inner blister got sticked to the outer tyvek sheet. The need for corrective measures is not indicated at this point of time and zimmer gmbh considers this case as closed. (B)(4).

Event description:
It was reported that during surgery a threaded guide pin 3.2mm x 375mm was open and it was found that the inner lid was sealed with the outer lid.